Event description:
The pt reported he has been experiencing intermittent stimulation. An x-ray was taken and a bend in the lead was observed but nothing has been confirmed on a fracture. A full parameter diagnostics showed invalid impedance values on several contacts. The pt is working closely with his physician to determine the next course of action. A surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.